Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: product code: 04.003.000s; lot number: 758p913; manufacturing site: mezzovico; release to warehouse date: 12 may 2022; expiration date: 01 apr 2032. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D2b: additional device product codes: hsb, d10: date of concomitant therapy is (B)(6) 2023.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on june 1, 2023, the patient underwent an orif surgery for femoral shaft fracture. To create an entry point, the surgeon inserted the guide wire while grasping it with the t-handle. When the surgeon applied force to insert the guide wire, the t-handle got loose, and the guide wire slipped backward out of the t-handle. The guide wire that slipped backward out of the t-handle hit the surgeon's hand. The surgery itself was proceeded smoothly, and the reduction and fixation were done properly. Procedure was completed successfully with thirty(30) minutes of surgical delay. No further information is available. This report is for one (1) ti end cap t40 stardrive 0mm ext for femoral nails-ex.. This is report 1 of 2 for complaint (B)(4).